Event description:
Consumer reports while he was brushing his teeth, "the head of the brush and the arm that it's connected to broke away from the handle base." This is being reported as a malfunction with the potential to cause a serious event. No injury was reported.

Manufacturer narrative:
Product components are manufactured at the following contract manufacturing locations. (B)(4):the lot number 00160-01 was reported by the consumer, but it does not follow our lot numbering system and no such lot number exists.

Manufacturer narrative:
The lot code for the recharge base is df7278e1, the lot code for the brush handle is df7302c3 and the lot code for the brush head is dd3358a4.(B)(4). The recharge base was manufactured on october 5, 2007, the brush handle was manufactured on october 29, 2007 and the brush head was manufactured on december 24, 2013.(B)(4).